Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient had a syncopal episode and was experiencing pauses as noted on the electrogram (ECG). It was also reported that the right ventricular lead had variable thresholds and one high threshold observation. The lead is still in use. No further patient complications have been reported as a result of this event.